Event description:
Edema/swelling, irregular breast shape, uterine, vaginal and menstrual problems, blood vessel (vascular) problems, calcium deposits, bleeding, hematoma, and infection, loss of nipple/breast sensation, sensitivity to heat and cold, sun sensitivity, chronic fatigue, joint pain, stiffness, swelling, weakness and pain to extremities, muscle pain, skin and tissue disorders, low grade fever, sweats, chills, irritable bowel syndrome, vision problems, chest pains, anxiety, depression and infertility. (Also see 1003534.)